Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results on the performa system within 10 minutes: 8.6 mmol/l, 6.4 mmol/l, and 3.6 mmol/l. The patient had symptoms of hypoglycemia with feeling lightheaded and struggling to stand. The patient's mother treated him with food. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.